Event description:
Surgeon performed revision on cmc joint due to pain on the proximal side. Implant and trapezium were removed. This revision was not implant-related. Surgeon noted "on the saddle side of the trapezium the bone looked great". Ascension orthopedics, inc. Asks the surgeons return explanted devices and bone specimens when possible. We then examine the devices and bone, as a means of better characterizing device performance and better understanding of the behavior of bone in hemiarthroplasty contact with pyrocarbon.

Manufacturer narrative:
The device was sent to a pathologist for study. We have received no reports yet on this device.